Manufacturer narrative:
H3: the broken liner trial reported may have been the result of applying a bending moment to the scissor style inserter handle during an attempt to insert the trial into the narrow joint space, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
As reported, due to sclerotic bone, the joint space was very narrow after impacting the final tibial and talar implant components. The trial insert broke when the surgeon tried to push it into the joint space to measure the correct size for the final tibial insert. No parts or pieces fell into the patient wound site. There was no surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending device return and investigation.